Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2020, and barbed suture was used. During the procedure, when closing the chest, the suture broke. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.